Event description:
The customer reported to olympus, the visera 4k uhd camera control unit exhibited communication error e224. Additional information has been requested regarding patient involvement and patient outcome. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue did not occur during procedure but the planned procedure was completed with no consequence to the patient or user. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported error code (e224) is likely a malfunction of the connection of the electrical contact part of the video connector or a failure of the p-v micro-coaxial cable, p part (including ffc cable), v part group, and video connector. Since the device was not returned for evaluation, the root cause of this reported event could not be determined. This supplemental report includes a correction to b5 and h4. Information added to b5 was documented in h10 on previous submission. Since this was information received from the customer and not a manufacturer narrative, the information has been added to b5 in this submission. H4 date has been corrected to 13jun2017. Also, information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the customer: the planned procedure was completed. There was no harm or injury to the patient or user as a result of this reported event. No additional information was provided.